Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high out-of-range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. Technical services (ts) discussed the option of programming the device vvir until the replacement indicator has been reached. No adverse patient effects were reported. This device remains in service.